Event description:
The healthcare provider (hcp) reported on behalf of the patient that they applied a new pod the morning of (B)(6)2025 at around 10:00 a.m. The pod was worn for 12 hours and at 10 p.m. They went to the emergency room and were admitted to the intensive care unit due to diabetic ketoacidosis (dka). The patient was feeling sick and their blood glucose (bg) levels rose to 42 mmol/l (756 mg/dl). The patient was placed on a novo-rapid insulin drip for treatment. Once the patient's bg levels stabilized, the insulin drip was removed and a new pod was applied. The patient was discharged after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.